Event description:
It was reported that a female patient underwent an interventional coronary procedure on (B)(6) 2014. The stick location was at the profunda. The vessel size was noted to be > 5 mm. Following the procedure, the registered nurse who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that hemostasis was not achieved, therefore, manual compression was held for 15 minutes at which time hemostasis was achieved. Several hours later, while the patient was in recovery, the patient had a late bleed and a femostop was applied. Hemostasis was achieved. The scrub tech and lab manager confirmed that the patient had an a/v fistula prior to the mynx closure which was confirmed on the femoral angiogram. The patient had undergone numerous previous procedures (estimated at 8), all with femoral access. The patient's hospitalization was mynx related and the discharge date was (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.